Event description:
The customer received instrument alarms and questionable results on their analytical p module for glucose and creatinine for approximately 7 patient samples. The creatinine results for one patient were discrepant and reported outside of the laboratory. The physician questioned the result and requested a repeat test. The repeat test was performed on the same p module. The patient's initial creatinine result was 3.0 mg/dl. The repeat result was 0.9 mg/dl. A redraw was also requested and the redraw results matched the repeat creatinine results. The customer believed the repeat result to be correct and it was issued as a corrected report. The doctor noticed the erroneous result and requested a redraw. The patient was not treated based on the erroneous result. The patient was not adversely affected. The field service representative determined the r2 reagent probe was misadjusted. He noted some evidence of reagent spillage onto the periphery of reaction cells suggesting cross contamination of cells leading to the discrepant results. He adjusted and realigned the r2 reagent probe. He verified the cell rinse mechanism operation. A mechanism check, precision run, and quality control were performed successfully. Instrument meets specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.